Manufacturer narrative:
Analysis of data provided by user/third party: the customer contacted a getinge field service engineer (fse) via telephone. The customer's biomed recharged the batteries over night, then performed a battery runtime test and verified that there were low battery warning alarms that occurred. The fse was advised that the cardiosave intra-aortic balloon pump (iabp) unit's batteries had adequate battery power and no problem was found. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit powered down. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The customer contacted a getinge field service engineer (fse) via telephone. The customer's biomed recharged the batteries over night, then performed a battery runtime test and verified that there were low battery warning alarms that occurred. The fse was advised that the cardiosave intra-aortic balloon pump (iabp) unit's batteries had adequate battery power and no problem was found. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.